Event description:
It was reported that the air in the tubing of an interlink buretrol solution set could not be removed. This was noted during priming of the set with an unknown saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.